Event description:
It was reported that two single use 3 lumen sphincterotomes had knife wires with peeled off coating. The first had a wire with slight peeling of the insulating coating, and the second had a wire that had no coating left. The issue occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed with the second device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation concerning the cover being peeled and the knife wire being exposed, a likely factor causing tears of the coated portion of the cutting wire might be that the slider was slightly pushed, causing the cutting wire to deflect. The wire coating rubbed against the metal tip of the endoscope due to factors such as the knife wire being bent due to the slider being pushed too far in. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:¿ ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. The instruction manual contained the following information. ·picture number: rk2599 version 2. ·when inserting or removing this product from an endoscope, pull the slider slightly and move the knife wire along the curve of the tube. If the forceps table of the endoscope is moved forward or backward with the knife wire bent, the metal part of the forceps table may come into contact with the knife wire and scrape off the coating. ·do not apply electricity to a torn or scratched wire coating while it is in contact with tissue. If electricity is applied to a torn or scratched wire coating while it is in contact with tissue, current may leak, leading to a decrease in output and unintended burns to tissue. ·if you feel that the cutting ability is poor when applying electricity, remove this product from the endoscope and check that the wire coating is not damaged, such as torn or scratched.¿ olympus will continue to monitor the field performance for this device.